Event description:
It was reported that during a total lap hysterectomy procedure, while assembling the device and disposable harmonic, the tech sheared off the screw tip on the end of the device. It is not possible to test whether the device was outside its limit of uses as it is no longer possible to test it. There were no patient consequences. The case was completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the 4-40 stud broken. Initial visual inspection did not revealed any issues. However, when the handpiece was tested for functionality, the serial number stored in the internal memory did not match the serial number marked in the connector. When the hand piece was disassembled, evidence of refurbished activities and/ or component replacement was noted. Internal components were different from the ones used at the current ees manufacturing process.